Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available, it will be reported in a supplemental report. Device not returned.

Event description:
It has been reported that the patient has had a recurrence of his osteosarcoma. The patient has chosen to have a rotationplasty instead of revising the distal femur jts pin 20487 that is currently in situ.